Event description:
The reporter stated that the tubing for the IV disconnected. One broke off at the canister. There was no pt or treatment associated with this event.

Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An add'l report will be submitted as soon as the investigation is completed.